Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump was under infusing. The unit also had screen damage. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received on 11/02/2020 indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to reflect code 2645. Device evaluation: one cadd legacy pump was returned for investigation in used condition. Three separate delivery accuracy tests were performed. The concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the delivery. The scratched lcd was replaced however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.